Event description:
Lead fracture occurred indicated by noise on the iegm. Patient will have a lead revision soon. The device currently remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12 cm and 51 cm distal to the is-1 connector pin. A proximal, a medial and a distal lead fragment were returned. In between approx. 10 cm of the lead body was missing. The analysis revealed multiple signs of wear on the distal lead fragment. In particular 33 cm proximal to the lead tip the insulation was found rubbed through. The coating of the conductor cables to the shock coil and to the ring electrode was found damaged in this region. These findings can be considered to be the root cause of the clinical observation reported in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore deformations of the shock coil were noted indicating severe tensile forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.